Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected the system was in clinical use when the issue was identified the procedure was completed after a cold restart philips field service engineer fse checked the device on site and confirmed the reported problem after reviewing the log it found the error code fse confirmed that the sibbox and cube needed to be replaced fse ordered parts however the customer continued using the device with limited functionality on july 18 2025 customer reported the recurring issue resolved with a cold restart to resolve the problem fse eventually solved the problem by replacing the sibbox and cube and return the part for further analysis but no failure found after the repairs were completed the system returned to use in good working order at the time this complaint was received philips did not have enough information to exclude the potential for death or serious injury on recurrence and as such the complaint was reported since that time new information has identified that the issue was resolved via a restart which allowed for procedural continuation if a loss of x-ray during a procedure a warm fast restart or a cold restart may be performed to resolve the issue by using these mitigations provided by the design of the device the x-ray loss issue may resolve allowing for continuation and completion of the procedure a loss of x-ray happened, and the procedure resolved by utilizing the design mitigations provided by the device warm fast restart or cold restart is not likely to cause or contribute to death or serious injury if it were to recur philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.